Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had significant difficulty to insert the magic3 hydrophilic male intermittent catheters with bleeding, and too much friction. Some of the catheters were not lubricating properly, so patient had to withdraw them to avoid hurting and cause bleeding. Upon examination following the problem, some catheters were noticeably larger than the other catheters. Liberator replaced some which were the same and patient had found the most recent order of february 12 to be the same. Also, some catheters worked as they always had, but many had to withdraw and try to find another that will work increasing the risk of infection. The home care nurse checked to see if the problem was because of patient's prostrate or strictures but found none that it was the product. Also, patient's urologist thought that perhaps the problem arose somehow from storage before received them. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had significant difficulty to insert the magic3 hydrophilic male intermittent catheters with bleeding, and too much friction. Some of the catheters were not lubricating properly, so patient had to withdraw them to avoid hurting and cause bleeding. Upon examination following the problem, some catheters were noticeably larger than the other catheters. Liberator replaced some which were the same and patient had found the most recent order of february 12 to be the same. Also, some catheters worked as they always had, but many had to withdraw and try to find another that will work increasing the risk of infection. The home care nurse checked to see if the problem was because of patient's prostrate or strictures but found none that it was the product. Also, patient's urologist thought that perhaps the problem arose somehow from storage before received them. No medical intervention was reported.